Event description:
It was reported that a malfunction occurred on the pump, indicated by malfunction code 12, but no notable events had occurred prior. The impact on the customer's blood glucose level remained unknown as they declined to answer if it exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue returned.